Event description:
It was reported that a moderate asymptomatic pericardial effusion under oral anticoagulation therapy was detected. Oral anticoagulation therapy was stopped. Monitoring with echocardiograms will continue.

Manufacturer narrative:
Na